Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Internal correction on 24-nov-2015. Date of follow-up received on 06-aug-2015 was amended to 09-aug-2015.

Manufacturer narrative:
Follow-up from 09-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain, bleeding (for 6 months) and migration of her left coil. According to her, she was submitted to 4 surgeries, including a hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern and abdominal, pelvic and uncharacterized pain may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, consumer related her symptoms to device insertion and stated she felt better after the above mention surgeries. Given this information and in the lack of alternative explanations; causality between these events and the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident, upon receipt of new information, since device removal was required (surgeries performed due to the events). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.

Event description:
This is a spontaneous case report received from a consumer in the united states on 19-feb-2014 via company internet site. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and had a hysterectomy. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported that essure should be recalled. Because of this pos (unspecified) she had a hysterectomy. No further details were reported and are available. Follow up information received on 02-jul-2014: no further information could be sought due to lack of consumer contact information. After a company internal review this case was downgraded to non-incident (reason for hysterectomy was not provided). Follow-up information was received on 06-aug-2015 and 13-aug-2015. This case has been identified during monitoring of postings on an FDA hosted docket website ((B)(4)), which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. Consumer stated she had a horrible painful essure insertion procedure, which take over an 1 1/2 to complete. What was supposed to be a small, painless, and noninvasive, little to no cost procedure has landed her 4 surgeries, leaving her with only one ovary and tons of medical bills and almost death because of all that. Although she was feeling much better, she was now struggling with some symptoms that probably would not go away. She is a mother of 05 children, who lost their mother for 22 months because of the pain and suffering from essure. She suffered from unexplained rashes, severe joint pain, back pain, miserable menstrual cycles, she was bleeding for 6 months after essure was implanted, weight gain due to inflammation response throughout her body, migraines, back pain, fatigue, and migration of her left coil. Case considered incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain, bleeding (for 6 months) and migration of her left coil. According to her, she was submitted to 4 surgeries, including a hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern and abdominal, pelvic and uncharacterized pain may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, consumer related her symptoms to device insertion and stated she felt better after the above mention surgeries. Given this information and in the lack of alternative explanations; causality between these events and the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident, upon receipt of new information, since device removal was required (surgeries performed due to the events). A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified on a social media and during health authority website monitoring.